Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that multiple cs 215 call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.